Event description:
Customer reported observing a discrepancy in red blood cell (rbc) parameter results between modes when using the coulter lh 750 hematology analyzer. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and replaced the blood sampling valve (bsv) resolving the issue. (B)(4).